Event description:
It was reported that a motor stall occurred on 2015 (B)(6) at 13:23 pm and was confirmed. "On a saturday", the patient heard the pump alarming very loudly and started feeling flu like symptoms of nausea, sweating, and less than 50% therapy relief by sunday. No MRI had occurred prior to this stall. On monday, the pump was changed to simple continuous, was programmed to minimum rate mode, and the alarm was silenced. The logs indicated that another motor stall occurred when programming to minimum flow at 10:13am and 10:38am. Additionally, the logs indicated that a motor stall occurred on 2014 (B)(6) and 2015 (B)(6), where both stalls recovered within approximately an hour. The patient was reportedly going through withdrawal and the health care provider (hcp) was treating him for symptoms with oral medications. On 2015 (B)(6) the patient reported that the critical alarm was occurring again. The patient returned to the clinic to get the alarm silenced again and programmed the pump to minimum flow rate. A pump replacement had not been scheduled as they were waiting on an authorization from the insurance. The patient also reported that a couple of months ago, he had an increase in pain; it was also reported as occurring for the last several months. A dye study/"cds" was scheduled for 2015 (B)(6) to confirm the catheter patency and to determine if he had a catheter issue as well. The motor stall was later reported to have recovered on 2015 (B)(6) at 15:16pm; it appeared to be intermittent, and a stopped pump period may exceed tube set message occurred. The pump had an elective replacement indicator (eri) of 22 months. An explant and replacement occurred later and the motor stall was noted as not related to anything. The patient status at the time of the report was ¿alive ¿ no injury". The drugs delivered via the device system were hydromorphone and bupivacaine. The patient outcome has been requested and was not available. If additional information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional. Logs proved indicated a motor stall occurred on (B)(6) 2014 at 07:12 and recovered the same day at 08:01. Another motor stall occurred on (B)(6) 2014 at 20:11 and recovered the same day at 21:08. The cause of the motor stall and recovery that occurred on (B)(6) 2014 is unknown. The cause of the stall and recovery on (B)(6) 2015 was due to MRI. In regard to the stall which occurred on (B)(6) 2015, logs provided indicate a motor stall occurred at 13:18 and recovered on (B)(6) 2015 at 15:14. Logs indicate stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 12:18. The cause of the motor stall on (B)(6) 2015 is unknown. The results of the catheter dye study on (B)(6) 2015 were normal. After the motor stall was confirmed the pump was updated to minimum rate mode and it was indicated that the pump contained preservative free normal saline. Surgical intervention occurred to replace the pump on (B)(6) 2015. Some of the length of the pump side of the catheter was removed and a new pump connector was attached. The patient recovered without permanent impairment. The pump was used to infuse hydromorphone 10.0 mg/ml at 5.702 mg/day and bupivacaine 5.0 mg/ml at 2.851 mg/day.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found pump gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.